Manufacturer narrative:
(B)(4). The actual sample was not available for evaluation, however a retention sample was tested. Visual inspection, gravity testing, and leak testing did not identify any nonconformances. The solution flowed correctly through the set and the device met all product specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a chemotherapy set with four leads leaked. The reporter stated that the drip chamber "burst into two pieces." This occurred during priming. There was no patient involvement. No additional information is available.